Event description:
It was reported that the device will not charge the battery. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The power module and the battery were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed board and determined that the root cause of the reported failure was an integrated circuit, designator u10.